Event description:
It was reported that the bur broke in half while in use. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was returned for eval. It was visually confirmed that the bur was broken apart. A review of mfg records & test results confirmed that the bur conformed to spec. It was not possible to determine the definitive root cause for the breakage.